Event description:
It was reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was not booting up. Upon troubleshooting actions, the field service engineer (fse) identified that the host pc was not switching on intermittently. The cause of the host pc intermittent failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and uploading license has resolved the issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.